Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection revealed a foreign material in the air/water nozzle. Due to the clogging of the nozzle, the water removal ability of the scope did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. There was lack of image or darkened image on the monitor due to dirt on the objective lens. Flares were also noted due to a scratch on the objective lens. There was some discoloration on the objective lens as well. Scratches were observed on the connecting tube, plastic distal end cover, video connector, video cable, lock engagement knob, switch box, universal cord, grip, control unit, and bending section cover adhesive. The suction cylinder was shaved. The findings were noted to be due to mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the gastrointestinal videoscope to the olympus service center due to a clogged nozzle found during inspection before use. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water nozzle. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10. Correction to h10: information regarding the user's reprocessing methods was inadvertently omitted from the initial (see below). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed but it is unknown if reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device but they do not believe the scope was used with it attached. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. It is unknown if the air/water nozzle was flushed with water and air. Manual cleaning information- there were no abnormalities in the accessories used for reprocessing. It is unknown if the scope was submerged in a detergent solution. It is unknown if the air/water nozzle was wiped/brushed with a clean lint-free gauze, brush, or sponge. It is unknown if the air/water nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2.depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.